Event description:
Patient intubated and on ventilator. High rate alarm frequency alarming due to patient rate. Following EKG performed at bedside the alarm went off again and the nurse pushed the reset button. When the physician entered the room he noted the patients chest was not rising. Ventilator tubing was found to be disconnected from ventilatordevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: other. Conclusion: none or unknown, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, device recalled by manufacturer/distributor, other. Invalid data - on device destroyed/disposed of status.